Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at distal end. This was filled out incorrectly in earlier report and has been corrected. In earlier report, "no" and "device evaluation anticipated, but not yet begun (02)" should have been selected instead of "not returned to manufacturer".

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13780. It was reported that the patient had high impedances at the lead and experienced ineffective therapy. As a result, surgery occurred to explant and replace the lead, which addressed the issue. It is unknown which lead was involved, so both are being reported.